Event description:
Walker joint collapsed when weight applied. Resident was standing at walker during a transfer. When she applied her weight to the walker while taking steps; the right side joint malfunctioned and the side of it swung forward. This caused the resident to fall to the floor and hit her head on the floor. Walker was issued to resident upon resident admission to facility for short term rehab-in 2009.